Manufacturer narrative:
This device is used for treatment, not diagnosis. The azur system is intended to reduce or block the rate of blood flow in vessels of the peripheral vasculature. It is intended for use in the interventional radiologic management of arteriovenous malformations, arteriovenous fistulae, aneurysms, and other lesions of the peripheral vasculature. Per the instructions for use: potential complications include, but are not limited to: hematoma at the site of entry, vessel/aneurysm perforation, unintended parent artery occlusion, incomplete filling, vascular thrombosis, hemorrhage, ischemia, vasospasm, edema, coil migration or misplacement, premature or difficult coil detachment, clot formation, revascularization, post-embolization syndrome, and neurological deficits including stroke and possibly death. This device involved in this event has not yet been returned for evaluation. Upon examination of the sample/completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
The customer reported that "physician took the coil through a renegade stc (with curved tip). Once the coil got out of the catheter, it was not able to be retracted. It detached. Luckily, it was in the right spot, he did everything right but it prematurely detached without using the detachment controller." There was no patient injury reported with the event.

Manufacturer narrative:
On (B)(6) 2016 our distributor informed us that this sample was discarded and will not be available for return evaluation. The root cause of this complaint cannot be determined or confirmed. Mvi reference no.: (B)(4). Missing information from this report is identified as a blank, unknown and as no information (ni); this information was not provided in the reported event or available at the time of report submission.

Manufacturer narrative:
Correction: device expiration date, reporter information, and device manufacture date. Mvi reference number: (B)(4). Follow up 2 (correction).